Event description:
It was reported the patient received inappropriate shocks for atrial fibrillation with rapid ventricular response. The device was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg implantable cardioverter defibrillator (ICD)  (B)(6) 2007. (B)(4).